Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26july2019. The manufacturer's technical services (ts) confirmed the reported issue. Ran led tests in service mode and found a defective user interface pcb board. Follow up attempts have been made with no response from the customer. Review of the service history indicates there have been no subsequent calls from the customer regarding this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an error code, indicator failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.